Manufacturer narrative:
(B)(4). The tube was disposed of by customer and the lot number was not retained. The date of manufacture cannot be determined.

Event description:
The customer reported that the patient was undergoing a percutaneous tracheostomy insertion. When the patient was manually ventilated through the newly placed tracheostomy tube they realized they had mistakenly placed a shiley cuffless 6.0 tracheostomy tube. As soon as this mistake was noticed they removed the cuffless tracheostomy tube and replaced it with a shiley 6.0dct cuffed tracheostomy tube. During the process of exchanging the cuffless tracheostomy tube for the cuffed tracheostomy tube, the patient desaturated to the 50's. The replacement occurred on (B)(6) 2015. The patient later died on (B)(6) 2015. The tracheostomy tube was not related to the patient's death. The device will not be returned for evaluation, it was disposed of by customer.